Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported about leaking trocar. The timing of event and procedure type were unknown. It was not known whether the surgery was completed. No patient impact was reported.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information was received that there have been no injuries associates with these events of leaking trocar valves.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. Two opened trocar assemblies without tip protectors, in a bag were received for the report. Samples were visually inspected and found to be nonconforming. Sample 1- a hole and angled slit was observed in the septum. Sample 2- a hole and a tear was observed in the septum. Leak testing could not be performed due to the damage of the samples. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The exact root cause for this complaint is unknown; the damaged condition of the valves could have contributed to the reported event; how and when the valves became damaged cannot be determined from the evaluation performed. A contributing factor to the damage is during insertion/removal of instruments from the trocar cannula during surgery. A contributing factor for the hole ( half circle) is that the probe was actuated while the probe was being moved in and or out of the trocar septum. The exact root cause for this complaint is unknown therefore specific action for this complaint cannot be taken. An acceptance quality inspection is performed to ensure product meets release acceptance criteria. This inspection includes evaluation for damaged valves. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.